Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the lotion the physician prescribed for the implant site burns. The reason why the lotion was prescribed to be applied on the implant was not known. No further information can be obtained.